Manufacturer narrative:
Sr-(B)(4)

Event description:
The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver was charged but will not boot. The receiver download could not be retrieved because the received failed to boot. The confirmation of the complaint was undetermined. The root cause was undetermined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver displayed err121. No additional patient or event information is available. The receiver has been received for device investigation. A follow-up report will be submitted upon completion of device investigation.